Event description:
It was reported that prior to starting a da vinci surgical procedure, the jaws of the maryland bipolar forceps instrument were observed to be out of alignment. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing side-to-side misalignment of the grips. There was a .025 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following damages: the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. The bottom pin of the instrument's bipolar pins was observed to be bent. The bipolar insert is still attached. It was concluded that the damage found to the bipolar pins was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The yaw pulley is charred at the distal clevis hub. Charring is a sign of an arcing event. It was concluded that the charring may be due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. The instrument passed electrical continuity testing. No other damage was found. Internal laboratory testing has determined that the arc track failure mode is most likely to occur when a bipolar instrument is energized with no tissue between the grips. Internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Intuitive has concluded that the likelihood of injury due to this failure is remote. Users are instructed to retain back-up instruments in case that an instrument fails to perform, and are also instructed in proper technique to minimize the likelihood of internal arcing. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.